Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, clinical data were reviewed. The data file investigation found no evidence of malfunction. During the first analysis, artifacts caused waveform measurements to be interpreted as normal sinus rhythm, resulting in a "no shock advised" outcome. Although one segment matched ventricular fibrillation, two of three segments were classified as not shockable, leading to an overall "no shock advised" result. A second analysis advised a shock, and the AED charged and prompted the user appropriately, but no shock was delivered by the user. The AED pro functioned as designed. Analysis for reports of this type has not identified an increase in trend.